Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the infusion set was leaking at the headset. The reporter alleged this issue only occurs when he's using the cannula without tubing, and the insulin leaks from the introducer needle site. It was reported that this has happened 7 times. No adverse event was reported. The infusion set was requested to be returned for product evaluation.